Event description:
Return reason: the customer reported he could not measure cardiac output with this catheter. Analysis determined : investigation found that the unit had an intermittent short circuit due to an excessively stripped wire within electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.